Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two photographs of the affected device were reviewed. The photographs show that the stent has been partially released. The stent is deformed and has fractured in its distal portion. The affected device was returned with the outer shaft being retracted by about 105 mm. The stent has been partially released. The stent is deformed and has fractured in its distal portion. The distal stent fragment was not returned. The outer shaft is flared at its distal end and the distal stent stopper is deformed, indicating that the stent has been pulled in distal direction which was most likely a consequence of the partial stent release and induced during device withdrawal. The proximal portion of the outer shaft is well sliced. The proximal inner shaft portion is deformed, i.e. Compressed. The metal tube at the knife holder is kinked twice. In the as-returned state the handle was completely disassembled. Several parts of the assembly are missing. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (85 percent stenosis degree) in a moderately tortuous part of the mid femoral artery. The device was forwarded to the lesion in the femoral artery, but the stent could only be partially released. During withdrawal the device fractured. All parts were removed, and another stent was used to finish the procedure.